Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection set, the customer found two (2) cracked tubes and one (1) poorly assembled rubber plug. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation, which displayed tubes with cracks that leaked blood, and one tube with a displaced stopper. A total of 30 retained samples were visually inspected for improper assembly and damages, and all samples passed the inspection. Additionally, 10 retained samples underwent a functional test for brittleness, and all samples passed this test as well. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: broken/leaking and improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection set, the customer found two (2) cracked tubes and one (1) poorly assembled rubber plug. No patient or user impact reported.